Manufacturer narrative:
The lens was not received by the manufacturer for analysis. It is not known at this time if surgical intervention occurred or if the iol was explanted. Additional information has been requested from the physician. The product met manufacturing specifications prior to release. Iol not received for analysis.

Event description:
A user facility reported eight patients with decentered intraocular lenses (iol) following iol implant surgery. The decentration was first observed with this patient at fourteen weeks after initial implant of the iol. All surgeries were performed at the same facility by one physician. The physician stated he suspects the lens may have been damaged prior to or during insertion. Additional information has been requested. This report is for the fourth of the eight patients.